Manufacturer narrative:
H3, h6: no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the midas seemed to be inaccurate during a l5-s1 fusion. The midas was inaccurate (superior and lateral by an unknown metric) on right side l5. The site proceeded with the case. There was no impact to patient's outcome and surgical delay was less than one-hour. There was troubleshooting present. The navlock was repositioned and reverified and it was confirmed all other instruments were accurate. The post-spin revealed all screws were accurate. Additional information was received. It was reported that the inaccuracy seen was around 3 millimeters (mm).